Event description:
Event was reported to (B)(4) by an attorney. The patient suffers pain with urination, pelvic pain, bleeding in urine, dyspernia, vaginal odor, and infections, urgency, and incontinence. No further information has been provided.